Manufacturer narrative:
UDI: product code not available. This complaint was generated from literature review for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Literature review complaint.

Event description:
This report is being filed after the subsequent review of the following literature article: wang, m. Y., williams, s., mummaneni, p. V., & sherman, j. D. (2016). Minimally invasive percutaneous iliac screws: initial 24 case experiences with CT confirmation. Clinical spine surgery, 29(5), e222-e225. Received: july 8, 2011 accepted: october 26, 2011. N= 1 death, one (B)(6) year-old patient suffering a sacral fracture, died because of medical comorbidities on postoperative day 10. N=1 one superficial wound infection occurred at the decompression site in a patient undergoing radiation for metastatic cancer. This required a local wound washout.